Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support (tac) via remote, the customer said provation apex went down and they want to make sure that the memory server is turned on in the cv-190. The customer was able to go into the user settings and release 1 setting of the basic setup and the memory server was already on. The customer was going to turn df to off and the provation apex system came back online, and the df settings were left on. Troubleshooting was able to resolve the reported allegation. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: include cause and conclusion should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the provation of video system center went down. The issue was identified at the time of inspection for use. There were no reports of patient involvement.